Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who was hospitalized with chest pain. A new sample was negative 4 hours later. The original sample was repeated and was negative. The following data was provided: sid (B)(4) processed on (B)(6) 2024 initial result = 43.6 pg/ml repeat result = negative new sample taken 4 hours after initial = negative and repeated negative additional data provided (B)(6) 2024-another patient had imprecise troponin result but no specific data available. Additional data provided (B)(6) 2024-another patient reported initial result = 46 repeat results = 18 and 20 pg/ml overall population diagnostic cutoff for the architect = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Additional patient information was added in b5 describe event or problem. Additional data provided (B)(6) 2024-another patient had imprecise troponin result but no specific data available. Additional data provided (B)(6) 2024-another patient reported initial result = 46 repeat results = 18 and 20 pg/ml an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who was hospitalized with chest pain. A new sample was negative 4 hours later. The original sample was repeated and was negative. The following data was provided: sid (B)(6) processed on 14jan2024 initial result = 43.3 ng/l repeat result = negative. New sample taken 4 hours after initial = negative and repeated negative. Overall population diagnostic cutoff f = 26.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list 03p25-27, abbott ireland diagnostics division, longford, ireland to the architect i1000sr processing module, list 01l87-97, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00103-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list 03p25-27, abbott ireland diagnostics division, longford, ireland to the architect i1000sr processing module, list 01l87-97, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00103-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who was hospitalized with chest pain. A new sample was negative 4 hours later. The original sample was repeated and was negative. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 43.6 pg/ml repeat result = negative new sample taken 4 hours after initial = negative and repeated negative. Additional data provided (B)(6) 2024-another patient had imprecise troponin result but no specific data available. Additional data provided 07feb2024-another patient reported initial result = 46 repeat results = 18 and 20 pg/ml. Overall population diagnostic cutoff for the architect = 26.2 pg/ml no impact to patient management was reported.